Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00050 on 02/25/2016 a delay in the reporting of patient results while troubleshooting cuvette jams in the advia centaur xpt system. On 03/25/2016: additional information: there were two cuvettes returned for analysis by the manufacturer. After further inspection of the parts, a root cause could not be determined. Retain samples for this batched were inspected, and found to have no damage. The cause for the advia centaur xpt cuvette jams is unknown. No conclusion can be drawn. The instrument is performing within specifications.

Manufacturer narrative:
The cause for the cuvettes jams in the advia centaur xpt system that resulted in a delay of reporting patient results is unknown. The customer has not provided what assay(s) was run at the time of the incident. Siemens is investigating. Note: there is no product code listed for the cuvettes (consumable) and the issue is under investigation. Due to the medwatch requirement for entering a product code, the advia centaur systems product code was used. Note: product availability may vary from country to country and is subject to varying regulatory requirements. Due to local regulations, the advia centaur xpt is not available in all countries.

Event description:
The customer observed that cuvettes were jammed in the advia centaur xpt system that caused a delay in the reporting of patient results while troubleshooting the issue. The customer has observed multiple cuvette jams within the past few days. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the delay in the reporting of patient results.